Event description:
It was reported that prior to surgery, it was observed that the motor device had an air leak. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was damaged by the muffler. Therefore, the reported condition was confirmed. The assignable root cause was determined to be pulling on the hose instead of the muffler to disconnect the hose from this device. This was further defined as user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.